Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 8th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2025, the patient came to the hospital for "vitreous cavity injection". At 10:10 on (B)(6) 2025, the doctor opened the disposable sterile insulin syringe and found unknown fibers on the needle tip. The disposable sterile insulin syringe could no be used. At 10:12 on (B)(6) 2025, a new disposable sterile insulin syringe was replaced to continue the injection for the patient. Everything went smoothly. Ae report no. 1253701022025000603. Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code is 328421. No photos, no sample, no customer response is needed. Sample availability: no. Sample availability details: no sample available.